Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to dropped bladder. Following insertion, the patient experienced pelvic pain, recurrent infections, and could not urinate well ¿ small stream of urine. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Resubmission with the correct file number . It was reported that patient underwent total colonoscopy with cold biopsy of rectal mass on (B)(6) 2015 by dr. (B)(6) due to rectal cancer along the rectum on the right lateral wall.

Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient had a mesh revision surgery on (B)(6) 2011 due to pain and infections.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported on (B)(6) 2011 that the patient had a severe detrusor overactivity which failed with anticholinergic therapy. It was reported that the patient had soft findings suggestive of bladder outlet obstruction and elected to proceed with lysis of sling. It was reported on (B)(6) 2013 for follow up examination that urinary symptoms were stable with no infections and bladder emptied well with no pads during the day and one pad at night. It was reported that the patient experienced bladder outlet obstruction following lysis of sling and irritative symptoms were controlled with vesicare. No additional information was provided. (B)(4).